Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced symptoms of abdominal pain, fever and cloudy effluent. On an unknown date, the patient was treated with vancomycin 1 gram, intraperitoneal (ip) once weekly for 3 weeks, and gentamycin 40 mg (ip) daily for 14 days. The patient was discharged four days after admission. The patient recovered from peritonitis one week after being discharged. The cause of the peritonitis was unknown. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number gd895052 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).